Manufacturer narrative:
Stryker product analysis center evaluated the therapy connector and observed that it had a worn appearance. The root cause of the reported issue could not be conclusively determined but it is likely caused by wear.

Event description:
A customer contacted stryker to report that the their device would not recognize the patient through paddles. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. Stryker evaluated the customer's device and verified the reported issue. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the their device would not recognize the patient through paddles. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.